Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was hospitalized because their heart rate fell to 32 beats/minute. The pacemaker could not be interrogated. The device longevity had been predicted to be 6 to 31 months during a follow up approximately 2 months earlier. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that a patient had a heart rate fall to 32 beats/minute and the pacemaker was not able to be interrogated. The device longevity had been predicted to be 6 to 31 months during a follow up approximately 2 months earlier. The device was removed and replaced. No patient complications were reported as a result of this event.